Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: can you please clarify the statement you made regarding "the clips were not fed into the jaws properly"? Did clip sideways feed? Did clip slow feed? Did clip partially feed into jaws? Did clip not feed into jaws at all? Did multiple clips feed at once? ¿ multiple clips fed at once. The er320 device was returned for analysis and upon inspection the jaws were found to be in a yielded condition. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained and formed 1 conforming clip and 1 malformed clip. The instrument was disassembled in order to evaluate the condition of the internal components and the handle post was noted to be broken. It is known from the history of the device that this condition may lead to ejected clips. No conclusion could be reached as to what may have caused the damage found. Possible causes for the found condition of the yielded jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. It is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy, two clips come out at the same time and the clips were not fed into the jaws properly. The device was used on the cystic artery. Another device was used to complete the case. There were no adverse consequences to the patient.